Event description:
Healthcare professional reported right side 'intracapsular rupture" and "linguini sign." Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side 'intracapsular rupture" and "linguini sign." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side 'intracapsular rupture" and "linguini sign." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is related to the reported event rupture received on january 17, 2024, with lot number 2184352. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side 'intracapsular rupture" and "linguini sign." Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g.3 aware date of previous supplemental medwatch should have been listed as 06feb2024 instead of 2023.